Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut; however, the repair was not completed because cutters are not repairable. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the handle was not ratcheting when using skin graft. Stops half way through with risks of damaging graft. The cutter on the device was noted to be damaged contributing to the issue. No other adverse event was reported as it relates to this event as it was noted during testing of device.